Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that drawer was not detected on the bus. A field service engineer replaced the pyxibus drawer controller board, subsequently rebooted the station and configured the drawer. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system had drawer failure. The customer reported that a malfunction occurred when the user attempted to dispense medication to the patient. The customer indicated that they utilized an alternative source to obtain medication. There were no adverse events or injuries reported based on this event.